Event description:
It was reported that the pt was experiencing shocks and the lead conductor was fractured. The pace/sense conductor was inactivated and a new pace/sense lead was implanted. The high voltage coil remains in use. No patient complications have been reported as a result of this event.